Event description:
It was reported that, the introducer could not tightly hold the plug. It was too loose. Therefore, the surgeon inserted it by using the introducer with his hand.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.